Manufacturer narrative:
The actual device was received on october 21, 2014 for analysis. A visual inspection was performed and device eval is currently is progress along with a device history record (DHR) review. Results will be provide once the eval and investigation have been completed. A conclusion is not yet available as the investigation and eval of the product is still in progress and has not yet been completed. Once the investigation and device analysis are completed a follow up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.

Event description:
Fill volume: 400 ml. Flow rate: 6 ml/hr. Procedure: left total knee replacement. Cathplace: abductor canal block. Infusion was started on (B)(6) 2014 (day of surgery) at 2:44 pm. Post operatively the pump was connected to the catheter and the bolus button was tested and functioned correctly. On (B)(6) 2014 at 8:00 am the pt depressed the bolus button for the first time and found that the button would not pop back up. The reservoir indicator (an orange indicator) was observed as being at the bottom. The pt called the nurse and the pump was disconnected and replaced with a new pump. It was confirmed that the bolus button was stuck down for over an hour prior to switching out the device. No injury or adverse event was reported due to this incident.